Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports that during an insertion procedure, a physician reported difficulty removing the tear away sheath. Per the reporting facility, the pt was a pt with a 12 yr history of dialysis and an extended history of prescribed clinical steroid therapy who underwent a procedure to place a tunneled catheter in the left ij, due to a left arm fistula failure. The access site had been used in the past for tunneled catheters and had scarring present making the access area very tight per the inserting physician. The tear away sheath was able to be removed; however, the catheter was pulled slightly out of the pt upon the removal of the sheath. The inserting physician made several unsuccessful attempts to reinsert the catheter using forceps to grip the catheter. The physician then used a scalpel to make an incision along the base of the catheter to loosen the access area. At this time, the anesthesiologist noticed the pt's blood pressure dropping. Imaging was present and a dye was injected and a c-arm was used attempt to determine the cause for the decrease in blood pressure. Additionally, a needle was inserted into the pericardium to withdraw blood; however none was present to withdraw. Eventually it was determined that a tear in the superior vena cava had caused the complication. The pt coded but was resuscitated. The pt was then transferred to another facility and passed away two days later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.